Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the mildly tortuous internal carotid and common carotid arteries. A carotid wallstent and 190cm filterwire ez were selected for use. The wallstent was successfully deployed at the target lesion. At this point it was observed that the stent delivery system was entrapped on the filterwire ez. Despite pushing and pulling the filterwire ez, it could not be removed. The filterwire retrieval sheath could not be used to capture the filter. A catheter was advanced to retrieve both the stent delivery system and filterwire ez. It was observed that part of the filter was torn. The devices were able to be successfully removed, and the procedure was completed. There were no patient complications as a result of this event.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the mildly tortuous internal carotid and common carotid arteries. A carotid wallstent and 190cm filterwire ez were selected for use. The wallstent was successfully deployed at the target lesion. At this point it was observed that the stent delivery system was entrapped on the filterwire ez. Despite pushing and pulling the filterwire ez, it could not be removed. The filterwire retrieval sheath could not be used to capture the filter. A catheter was advanced to retrieve both the stent delivery system and filterwire ez. It was observed that part of the filter was torn. The devices were able to be successfully removed, and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
H11: correction: the filterwire was returned, not carotid wallstent device evaluated by MFR: the carotid wallsten was returned for evaluation. Upon examination, it appears that the filter bag is torn. Additionally, the spring tip has been bent and stretched.

Manufacturer narrative:
Device evaluated by MFR: the carotid wallstent was returned for evaluation. Upon examination, it appears that the filter bag is torn. Additionally, the spring tip has been bent and stretched.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the mildly tortuous internal carotid and common carotid arteries. A carotid wallstent and 190cm filterwire ez were selected for use. The wallstent was successfully deployed at the target lesion. At this point it was observed that the stent delivery system was entrapped on the filterwire ez. Despite pushing and pulling the filterwire ez, it could not be removed. The filterwire retrieval sheath could not be used to capture the filter. A catheter was advanced to retrieve both the stent delivery system and filterwire ez. It was observed that part of the filter was torn. The devices were able to be successfully removed, and the procedure was completed. There were no patient complications as a result of this event.